Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the defective bulkhead connector on the mvs was the cause of this issue. Once the bulkhead connector was replaced, the imaging system then passed the system checkout and was found to be fully functional. The bulkhead connector was no returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the communication between the mobile view station (mvs) and the igs is intermittent. (No green line visible on the igs-monitor). After moving the network cable, green line comes back again. The network cable was replaced from the site's medical technician, but the issue was not resolved after replacing the cable. There was no patient present when this issue was identified.